Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the info provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant inratio values. One pt, one meter two lots. On (B)(6) 2014 inratio 1.0 (unk lot), md poc 3.8, time between tests fiver minutes. On (B)(6) 2014 inratio 3.1 (lot 340805), md poc 1.9, time between tests five minutes. Pt's therapeutic range 2.5 - 3.5. No reported adverse pt sequela. No additional info provided.